Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
1 this is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 4 of 5 of pd treatment. The overfill event was indicated due to drain 4 being 3004 ml, which is 182% of the 5457 ml fill volume. There were also alarms of volume error warning and an air detected in cassette. There were air bubbles in an unused line as well. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. The patient did know how to do manual treatments and had supplies. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments prior to receiving a new cycler, which the patient has received, and it is working well. The cycler is available to return for analysis.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 4 of 5 of pd treatment. The overfill event was indicated due to drain 4 being 3005 ml, which is 194% of the 5827 ml fill volume. There were also alarms of volume error warning and an air detected in cassette. There were air bubbles in an unused line as well. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. The patient did know how to do manual treatments and had supplies. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments prior to receiving a new cycler, which the patient has received, and it is working well. The cycler is available to return for analysis.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored. There were no visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.vacuum check ¿ failed. Measured (vacuum < 160 mbar): 345 mbar.failure traced to: clogged hp2 filter.replaced hp2 filter.valve actuation test ¿ passed.system air leak test ¿ passed.each pumps test ¿ passed.a (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the edges from the rear panel.the cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
Correction: b5.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that the treatment information showed there was an overfill during cycle 4 of 5 of pd treatment. The overfill event was indicated due to drain 4 being 3005 ml, which is 194% of the 5827 ml fill volume. There were also alarms of volume error warning and an air detected in cassette. There were air bubbles in an unused line as well. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. The patient did know how to do manual treatments and had supplies. In a follow up, the patient verified the overfill event and said there was no harm, intervention or adverse event associated with the overfill. The patient was able to do manual treatments prior to receiving a new cycler, which the patient has received, and it is working well. The cycler is available to return for analysis.